Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed helium leak tests, but was unable to duplicate the customer's reported issue. As a precaution, the stm replaced the tank gasket and o-ring on the quick disconnect. Additionally, the stm found that the wrong paper was in the recorder and was spooled in the opposite direction causing the printer to think it was out of paper. The stm replaced the paper, tested, and observed normal function. Unrelated to the reported issue, the stm replaced a missing helium tank valve then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak and a recorder printer issue. There was no patient involved and no adverse event was reported.